Event description:
The manufacturer received information alleging a trilogy evo oxygen blending module subassembly failed a system leak verification test step during testing. There was no harm or injury reported. Defective part will be returned for credit, a functional part has been used as replacement part during device service.